Event description:
Customer reportedly obtained results of 183mg/dl, 238mg/dl, 173mg/dl, 84mg/dl, and 82mg/dl on the aviva system within 10 minutes. Customer ate after the comparison and no adverse event reported. Requested return of suspect system and replacement was sent.